Manufacturer narrative:
The device was returned without identified device or use problem. A malfunction based on analysis was found. The device was received with normal telemetry and output. Visual inspection of the header attachment area detected a bonding anomaly. The device was tested for a hermeticity breach which was not observed. The device was cut open to enable further testing and the battery was found in normal range. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.

Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Correction: d6b - date of explant - should have been (B)(6) 2021 rather than (B)(6) 2022.